Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
It was reported that while the surgeon was performing a scoliosis fusion t9-l3 on a patient and while doing final tightening of the set screws, both torque drives needed to be replaced at the distal end tip stripped slightly. Nothing fell into the patient and the patient was not affecting by this break. As such, no patient information was obtained. There was no delay in surgery as the expedium system contain 2 torque drive shafts. The surgeon was able to complete the surgery and the patient is stable.

Manufacturer narrative:
Visual examination of the returned device found the distal tip was stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the inserter tip¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.